Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had flow readings that were out of range. It is unknown how the issue was found. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had flow readings that were out of range. The customer reported that when the flow was set to 10 slpm (standard liters per minute), the analyzer reading was 160 slpm. The device was also set to 60 slpm, and the analyzer reading was 239 slpm; however, the average air reading on the pneumatics screen was 10 slpm. The rse advised the customer to replace the flow sensor assembly; the rse also provided the customer with the part number for replacement.

Manufacturer narrative:
The customer reported that the v60 ventilator had flow readings that were out of range. The issue was confirmed by the customer during troubleshooting. The cause of the malfunction could not be determined. Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 01may2026, 08may2026, and 15may2026 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. The final disposition of the device could not be determined. In the event that new information is provided, the complaint will be reopened and updated.